Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, which was reported by the spouse that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. No patient symptoms were recorded. The cgm was reading 45 mg/dl and the blood glucose reading was 510 mg/dl. The patient was admitted to the hospital for treatment of hyperglycemia and related hypertension. The reporter could not provide details about medical intervention. At the time of the report, the patient was admitted to the hospital under regular care. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.